Event description:
Related manufacturer reference number:2017865-2022-12963. Related manufacturer reference number:2017865-2022-12964. It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. It was also noted that the right atrial and right ventricular lead exhibited noise. Explant of the device and leads was successful.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned for analysis. Visual and x-ray examination noted rib clavicle crush in the middle region of the lead. The outer coil was compressed / flattened with damage noted to the outer and inner insulation in this region due to clavicle crush forces. The cause of the reported event was isolated to the breach of the outer, inner insulation and the exposure of the coils consistent with clavicle crush forces. Electrical testing found the lead to be shorted due to the damage found in the middle region of the lead. All other damages found are consistent with procedural damage.